Event description:
It was reported that during a glenoid labrum surgery the anchor broke. The broken pieces were removed from the patient and a backup osteoraptor device was used to complete the surgery. No patient injuries reported.

Manufacturer narrative:
One 2.3mm curved osteoraptor sa anchor assembly was returned for evaluation. Visual assessment of the device confirmed that the anchor is free from the inserter. The proximal end of the anchor is broken and missing small fragments. The suture has been knotted above the proximal end of the anchor and has been cut below the knot. The condition of the anchor indicates the suture knot was advanced into the proximal end of the anchor resulting in its breakage. No root cause related to the manufacturing process can be established.